Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient wanted to know how to adjust their settings. When the patient connected to ins, they saw a por message. Patient services reviewed how to clear the por and turn stim back on. After turning stim on, the patient was able to feel stim. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event.